Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issues of insertion difficult, needle stick injury and needle defect ¿ other were confirmed upon inspection of the photo and video. The photo did not show the reported defect. Analysis of the video showed that the needle does not go in smoothly into the rubber stopper of the tube. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation.

Event description:
It was reported that while using the bd¿ hypodermic needles adverse event occurred. Report 2 of 2. The following was received by the initial reporter: our doctors feedback that the rubber stopper of the blood tubes were extremely stiff. This make it very challenging to insert and withdraw the needles from the tubes. Next, the shaft of the needles were also not smooth, causing the needles to get stuck within the rubber stopper; wonder if it was only one lot of these needles affected. Needle prick occurred when user was trying to transfer blood from needle directly into blood tube. Needle should be contaminated since blood has been drawn for transferring into blood tube.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd¿ hypodermic needles adverse event occurred. Report 2 of 2. The following was received by the initial reporter: our doctors feedback that the rubber stopper of the blood tubes were extremely stiff. This make it very challenging to insert and withdraw the needles from the tubes. Next, the shaft of the needles were also not smooth, causing the needles to get stuck within the rubber stopper; wonder if it was only one lot of these needles affected. Needle prick occurred when user was trying to transfer blood from needle directly into blood tube. Needle should be contaminated since blood has been drawn for transferring into blood tube.